Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported during the da vinci assisted prostatectomy surgical procedure, the white tab snapped off of the wound retractor. The piece that snapped off was found on the floor. The procedure was completed with no reported injury.